Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, noise was noted on the right ventricular (rv) lead. The session records revealed oversensing episodes. The lead will be capped and replaced. The patient is in stable condition.